Event description:
Plaintiff was employed as a registered nurse who wore and was exposed to latex gloves made by various manufactures. Plaintiff alleges suffering the following symptoms: rhinorrhea, allergic rhinitis, coughing, wheezing, chest tightness, tingling of the mouth, difficulty swallowing and urticaria. Plaintiff alleges developing a latex allergy.